Event description:
It was reported that during a hemorrhoidopexy procedure, the device fired an incomplete staple and cut line resulting in the device being difficult to remove. The case was completed using sutures. There was no adverse pt consequence.